Event description:
On (B)(6) 2020, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves. During airway sizing using the zephyr 4.0-j endobronchial delivery catheter (edc), small sizing wing fragments had become detached and were noticed in the airway. These were promptly suctioned out, the edc was removed, and a new zephyr 4.0-j edc was used for the remainder of the procedure.